Manufacturer narrative:
Correction updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The balloon catheter and mapping catheter were replaced to resolve the issue.

Event description:
It was reported that during a cardiac ablation procedure, there was an inability to aspirate from the first sheath 12fcc20 flexcath contour 12f, which led to a change of sheath. The second sheath presented with many bubbles during aspiration that could not be cleared. Three attempts were required, and the balloon had to be pulled out, resulting in kinking of both the balloon and the achieve catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 12fcc20 ; product type: sheath product ID 12fcc20; product type:  sheath; product ID afapro28; product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Two image files returned from the field were reviewed. The first image file showed a user in the field aspirating blood with a syringe form the sheath and bubbles seemed to appear inside the side port tubing. The second image file showed a mapping catheter with shaft kinked and broken near to the lemo connector. In conclusion, the reported aspiration bubbles and kink issues were observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.